Event description:
The complainant reported that roughly eleven days into impella 5.5 support, a leak was discovered inside the sidearm retainer. As a result of the leak, crystalized material was beginning to form in the retainer. The leak had no effect on the purge pressure, purge flow rate, or functionality of the pump. As a result, the decision was made to monitor the issue with no further action required. There were no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. A leak was reported inside the side arm retainer during use. No product nor data logs were returned for evaluation. The cause of the purge leak - pump was a leak from the sidearm but the exact location of the leak was unknown as product was not returned.